Event description:
A distributor in (B)(6) reported that there was a missing part in a quantity of two rt126 infant breathing circuits. This was observed during their inward goods inspection.

Manufacturer narrative:
(B)(4). The product referred to in the complaint is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the returned rt126 infant breathing circuit kits were visually inspected for a missing part. Results: the investigation confirmed that a pressure line adapter was missing from each of the returned breathing circuit kits. A lot check revealed two other complaints of this nature for this lot number. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that the pressure line adapters were omitted during the assembly process. The new standard operating procedures (sops) have been put in place to assist the operators on the production line to correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. (B)(4).